Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level had been ranging from approximately 250 to 380 mg/dl. The customer thought the high bg was possible due to the occlusions. After changing the supplies on the pump, the customer would deliver a correction bolus to address the bg level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.